Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Additional h6 patient code: 1695, 3189 - surgical intervention, 3191 - diverticulitis. Additional b5 narrative: it was reported that the patient underwent revision of mesh on (B)(6) 2017 due to abdominal pain, adhesion, vomiting, obstruction and diverticulitis.